Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/19/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment had two cracks and there was evidence of moisture in the compartment. A leak test was performed and failed due to the battery compartment leak. The pump was opened and there was no further moisture damage found. The pump was opened and there was moisture damage found on the display flex connector and the cgm board. The battery cap was not returned with the pump and a test cap was used to complete the investigation.